Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device suddenly switched off while still alarming. Reportedly, the patient had to be manually ventilated and put on another ventilator. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the analysis of the log file the reported event could be confirmed. The log file analysis revealed that the device detected several implausible expiratory and inspiratory pressure measurement values which were caused by an issue in the breathing circuit. As a result, the device performed a pressure release and issued the device failure alarm message. Furthermore, the device detected a deviation of the gas dosage module and triggered a warmstart of the device with the corresponding alarm messages to mitigate the issue. After successful warmstart the ventilation was available again until the device was switched into standby mode by the user. The detected deviation was caused by a temporal malfunction of the gas inlet flow sensors of the gas dosage module. The flow sensors of the module and the expiratory valve have been replaced by the dräger service and the device was tested and confirmed to be operating as per manufacturer´s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the pressure measurement system or the gas dosage module, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted as specified with accompanying alarm messages and a pressure release of the pneumatic system. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly switched off while still alarming. Reportedly, the patient had to be manually ventilated and put on another ventilator. No health consequences for the patient were reported.